Event description:
The user facility reported that a 72 year old male was implanted with an impella cp for support during high-risk cardiac procedure. It was reported that when physician was placing impella across the aortic valve, he was pushed to hard to try and get across the valve which had severe stenosis. The physician removed pump and saw a kink in the catheter right behind the motor so he decided to place a new pump. The new impella was placed in good position.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Unable to deliver or advance: the cause of the deliver issue was determined to be patient condition as the patient had severe stenosis and resistance at axillary aortic valve preventing successful delivery of impella. Product damage (cannula kink): the cause of cannula kink was most likely patient condition related since the patient had severe stenosis and resistance at axillary aortic valve. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.